Manufacturer narrative:
This report is submitted on august 5, 2022.

Event description:
Per the clinic, the patient experienced a performance decrement and non-auditory stimulation. The device was explanted on (B)(6) 2022, and the patient was re-implanted with a new device during the same surgery.